Event description:
While harvesting the vein from patient's extremity, the pa was using the endoscopic bipolar and noted the tip of the bipolar had broken off. The broken piece was seen in patient's leg via laparoscope and video monitor. Piece was removed without difficulty.